Event description:
When trying to implant the subject device, it was reported that it was not working either connected or not connected. According to the physician, the battery was found discharged when interrogating the device inside its box. The device was not implanted and was returned for analysis.

Manufacturer narrative:
Preliminary analysis of the returned device showed that the electrical characteristics were within specifications. (B)(4).

Event description:
When trying to implant the subject device, it was reported that it was not working either connected or not connected. According to the physician, the battery was found discharged when interrogating the device inside its box. The device was not implanted and was returned for analysis.

Manufacturer narrative:
(B)(4). Please refer to the attached analysis report.

Event description:
When trying to implant the subject device, it was reported that it was not working either connected or not connected. According to the physician, the battery was found discharged when interrogating the device inside its box. The device was not implanted and was returned for analysis.